Event description:
It was reported that a male patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered a cardiac tamponade requiring a pericardiocentesis. During mapping for right ventricle (rv) and right ventricle outflow tract (rvot) with the thermocool® smart touch® sf bi-directional navigation catheter, a cardiac tamponade occurred. Cardiac tamponade was confirmed by echocardiography and pericardial drainage was performed. The procedure was discontinued, and the procedure was completed after confirming that the patient's blood pressure had stabilized. Atrial septal puncture was not performed. No ablation prior to tamponade. A steam pop was not confirmed. Flow rate setting when using an irrigation catheter was default (always 2 ml/min) ablation was not conducted. The patient's condition was stable after pericardial drainage was performed. The physician's opinions on the relationship between the event and the product was that when putting up the catheter on the rvot, it was difficult to operate, and the contact force (cf) may have hit strongly. Additional information received indicated the physician¿s opinion on the cause of this adverse event is that it was procedure related. The patient outcome was improved. Force visualization features used were dashboard and vector.

Manufacturer narrative:
On 23-may-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a male patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered a cardiac tamponade requiring a pericardiocentesis. During mapping for right ventricle (rv) and right ventricle outflow tract (rvot) with the thermocool® smart touch® sf bi-directional navigation catheter, a cardiac tamponade occurred. Cardiac tamponade was confirmed by echocardiography and pericardial drainage was performed. The procedure was discontinued, and the procedure was completed after confirming that the patient's blood pressure had stabilized. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a general inspection through the visual inspection and all features of the catheter tests. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 2-jun-2022, biosense webster inc. Received additional information which indicated that a smartablate generator was used during this case with the correct catheter settings selected. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. There was no error message observed on any of the biosense webster equipment. The physician¿s information was also provided and has been added to the appropriate fields in section e. Initial reporter. Manufacturer's ref. # (B)(4).